Event description:
It was reported that during initial implant, the physician was unable to insert the stylet into the right ventricular lead. The lead was discarded. The procedure was abandoned due to deterioration of the patient's health condition. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.